Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had communication issue due to the device was under 4 hours ahead of any other devices. A technical service specialist configured the device into correct time to resolve the issue. The complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended after the technical service specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it had communication issue and patient orders were not crossed over to machine. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.